Event description:
It was reported that during the procedure in the non-tortuous/non-calcified mid circumflex artery, via left radial access, pre-dilatation was performed at 16 atmospheres using a 2.0x20 unspecified balloon. The 2.50x18 rx xience xpedition stent delivery system was advanced through a 6f non-abbott guide catheter into the femoral artery without resistance or force; however, the hypotube separated into two segments outside of the anatomy. No force was applied to the stent system. The distal segment of the shaft was easily withdrawn from the anatomy. The target lesion was successfully treated with deployment of a xience prime stent. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.